Event description:
A ventilator was returned to the manufacturer due to physical damage. The device was not in patient use. During the evaluation of the ventilator at the manufacturer's service center, customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.